Event description:
Reporter reported the ventilator would not function on ac power. The ventilator was not in use on a patient, therefore there was no patient harm involvement. The distributor's service engineer evaluated the device and confirmed the reported complaint. Testing of the power supply found no voltage at the power supply connector. Evaluation found that the snubber pcb on the power supply had failed. The service engineer replaced the power supply to correct the problem.

Manufacturer narrative:
Na